Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen was becoming foggy or hazy which made it hard to read, button errors, buttons had to be pressed harder to work and the reservoir compartment threading was chipping. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump had rejected new batteries, screen had become darker, priming taking longer to complete, motor has become louder and had kink in line but pump won't deliver. The device will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery and self test or verify low battery alarm, failed battery alarm, prime/fill anomaly and back light anomalies due to unresponsive buttons. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).